Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages consistent with mis-handling. The damages included a connector was found detached from the led interface board and the capacitor bracket which was also found damaged. The led interface board was replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.